Event description:
Two 1l self inflating bags had broken during intubation. One broke as rt was putting the mask on the bag and the second broke after the mask was on the bag. The bags both broke where it connects to the mask/ett. Hs4011 lot number 301564. Mfg 05/2015.